Event description:
A user report from the aemps was received regarding a medical event that involved the use of an adc meter. The report stated a health care facility reported that on (B)(6) 2010 an adc customer had required urgent treatment and had experienced an "altered state of consciousness" and an fs freedom lite reading of 46mg/dl was obtained at the time of the medical event. Although the reported reading was consistent with the medical event, the facility representative stated an additional reading of 62mg/dl was obtained and as the customer's symptoms did not improve another blood glucose reading was taken using an hcp meter giving a result of 44mg/dl. Additionally, the report stated a reading of 127mg/dl was obtained on the fs freedom lite and compared to an hcp meter's result of 96mg/dl. Customer was diagnosed with hypoglycemia and reportedly treated with a glucagon injection and an intravenous glucose infusion. No additional information was provided in the report. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings, the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.